Event description:
International affiliate reported the tip of the guide wire broke during a surgical procedure. The broken tip remains in the patient. It was reported the patient had hard bone. Surgeon was able to complete the case and place a screw at the location. As an unintended portion of the guide wire remains in the patient, a medwatch report is being filed to document this event.

Manufacturer narrative:
Visual examination of the returned guide wire found a portion, approximately 14mm in length, was broken off from the threaded tip. As reported, the guide wire is contained within a cannulated screw and is not in contact with any bone material. Review of the device history records found no anomalies. All material requirements were met. The guide wire is implant grade and there are no biocompatibility concerns. No definitive conclusions can be made as to the root cause of the breakage noted. However, breakage is likely due to the application of atypical force upon the guide wire during use. Atypical force may have been encountered given the description of the bone condition. Care must be taken to ensure that no undue stress is placed on the guidewire during insertion or removal.